Event description:
The customer reported several drops of blood fluid dripped on top of stoppers while processing patient samples involving the coulter act diff 2 analyzer. The customer cleaned the probe wipe block, performed stylet through fittings, and flushed tubing #5 that connects to the probe wipe block. No further evidence of fluid drip was observed. The customer was wearing personal protective equipment (ppe) consisting gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. The issue was resolved, and the instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).